Manufacturer narrative:
(B)(4). Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that pieces on top of reservoir compartment was cracked off when she was screwing in the reservoir. Customer¿s blood glucose was unknown at time of incident. Customer advised discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.